Event description:
The customer reported via phone call that she had been hospitalized due to diabetic ketoacidosis. The customer stated that the diabetic ketoacidosis was caused by an infusion set that would not stick properly. The customer stated that she woke up in the morning with a high blood glucose level, and noticed that her infusion set was loose. The customer confirmed that she sweats heavily. Customer treated with a manual insulin injection and still had a blood glucose level above 400 mg/dl by the time she arrived at the hospital. The customer confirmed that she was wearing the insulin pump at the time of the emergency room visit, but her doctor removed it soon after. The customer also mentioned that the insulin pump returned several error alarms. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.